Manufacturer narrative:
(B)(4). Foreign : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the anchor suture broke. No impact to patient, no surgical delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the suture is broken in two spots. The suture also looks frayed. The tip was visually inspected for burrs and sharp edges. The tip is free of burrs and sharp edges. Device history record (DHR) was reviewed and no discrepancies were found a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.